Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation reported in this case was most likely associated with patient anatomy and procedural contents. Although lot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi sion blue guide wire had caused or contributed to vessel perforation. Publication: catheterization and cardiovascular interventions 86:1186-1188 (2015) title: guidewire-induced coronary perforation successfully treated with subcutaneous fat embolisation: a simple technique available to all excerpt: a 62-year-old man was admitted to our institution with a 2 h history of central crushing chest pain. An electrocardiogram revealed st segment elevation in the antero-lateral chest leads and after receiving loading doses of aspirin and ticagrelor, he underwent emergency pci via the radial approach. The culprit lesion was an occluded first diagonal artery with timi 0 flow (supporting information video 1) and the patient was given weight-adjusted unfractionated heparin and bivalarudin. Sion blue guidewires (asahi intecc) were positioned in the diagonal and left anterior descending (lad)arteries and a 2.5 mm x 12 mm compliant balloon was used in the diagonal branch to restore timi 3 flow. This revealed the presence of two smaller branches arising from the main diagonal vessel. A 2.5 mm x 14 mm drug eluting stent (resolute intergrity, medtronic) was deployed to cover the ostium of the diagonal branch and post-dilatation was performed with a 2.75 mm non-compliant balloon, achieving a satisfactory angiographic result with timi 3 flow in the stented vessel (supporting information video 2). However, final image acquisition following removal of the guidewires revealed a type iii distal guidewireinduced coronary perforation (gw-cp) of the diagonal branch with extravasation of contrast into the pericardial space (supporting information video 3). The vessel size at the perforation site was estimated to be less than 1.5 mm. The diagonal artery was promptly rewired and a 1.5 mm x 12 mm compliant balloon was inflated to 6 atmospheres in the mid vessel (distal to the origin of the two smaller branches) to occlude antegrade flow and therefore bleeding. An injection of contrast with the balloon inflated confirmed the temporary cessation of antegrade flow at the site of perforation. The activated clotting time (act) was 480 sec and an echocardiogram revealed a small pericardial effusion (supporting information video 4), although the patient remained hemodynamically stable with a blood pressure of 160/80 mm hg and pericardiocentesis was not required. Five prolonged balloon inflations (longest up to 30 min) failed to stop distal extravasation into the pericardial space following deflation of the occlusive balloon despite the act falling to 190 sec. The therapeutic options were considered, including deployment of a covered stent in the lad across the diagonal branch, surgical repair or distal embolization. In the absence of available micro-coils, local anesthetic was instilled into the patient's upper thigh and a small amount (around 5 mm in diameter) of subcutaneous fat was removed. The fat globules needed to be sufficiently small enough to be delivered down an export catheter (medtronic) which has a lumen diameter of 1.04 mm, therefore a scalpel was used to create globules of less than 1 mm in diameter which were then mixed with normal saline (figs. 1 and 2). The export catheter was positioned just proximal to the perforation, through which the fat/saline mixture was injected with a syringe. This resulted in immediate occlusion of the diagonal artery distal to the deployed stent with successful cessation of the coronary leak (supporting information video 5). Importantly, the other two proximal branches arising from the diagonal vessel remained patent. The patient made an uneventful recovery, was discharged from hospital after four days, and remains well after 6 months of follow-up.